Event description:
It was reported that the implantable cardiac defibrillator (ICD) had early battery depletion. It was also reported that the right ventricular (rv) lead had high threshold. The ICD was explanted and replaced. The rv lead pace/sense portion was capped and replaced. The defibrillation portion of the rv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion.